Event description:
It was reported that this event occurred in the ICU department. After completion of the dialysis procedure, this physician observed fluid coming out from between the hub and venous pigtail. As a result, the line was removed and replaced to complete the procedure successfully. There was a delay reported, however, there was no harm reported. There were no complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).